Event description:
N/a.

Manufacturer narrative:
Updated fields: b1, b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. No additional information has been received in regards to the repair and status of the iabp. This complaint is being closed. If this information is received, the complaint will be reopened and updated accordingly and a follow up report will be submitted. H3 other text : evaluation not requested by complaintant.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on the patient , the cardiosave intra-aortic balloon pump (iabp) overheated and placed itself into standby without any preceding alarms. The rn calls stating there is possibly blood in the helium tubing. She states there is a brown substance in the helium tubing near the white ¿y¿ fitting. She reports there was one alarm a couple hours prior to her noticing the brown substance. There have been no alarms since or any interruption of therapy. I the rn will be contacting the attending physician to find out if removal or removal and replacement will be performed. She states the iab was places on 12/17 and they have had no known issues prior to this. The console was exchanged. No harm to patient due to this issue. Reference mfg report number 2248146-2024-00027 for the iab catheter used in this event.